Event description:
It was reported that prior to use, the tracheal cuff would not inflate. The cuff was pretested prior to use. There is no report of patient involvement, serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer's returned bronchocath endobronchial tube passed inflation/deflation testing without any issues. The customers reported failure mode cuff wont inflate could not be duplicated. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).